Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "the user grasped the handle but the staple was not fired during use. Also, when he/she grasped the handle several times, 3 staples were fired at once. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared misaligned with gaps. The stapler was returned with the trigger partially engaged, and there were signs of biological material on the device. The stapler was received with 24 staples left in the cartridge, indicating at least 11 staples were fired by the customer. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first fire attempt resulted in the staple correctly forming and releasing. The second and third fire attempt resulted in the staple fully forming and releasing in the skin pad; however, the stapler mouth was tugging on the skin pad upon release. The fourth fire attempt resulted in two staples releasing at once. One staple released unformed, and the other stapler fully formed in the skin pad but would not release. The stapler was stuck on the skin pad due to the staple not releasing. Excessive force was required to remove the stapler from the skin pad; the fully formed staple was removed from the skin pad along with the stapler. The fully formed staple had to be manually removed from the stapler after the stapler was detached from the skin pad; three unformed staples fell out of the stapler when this staple was removed. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The saddle spring was observed to be crooked in the cover block, resting high up on the pusher. The anvil was observed to have anomalies. It was observed that the tip of the anvil was resting behind the first loaded staple in the cover block. Throughout the disassembly and reassembly process, 10 unformed staples fell out of the stapler. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the user grasped the handle but the staple was not fired during use. Also, when he/she grasped the handle several times, 3 staples were fired at once. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported." No medical intervention required. The patient's current condition is reported as "fine".